Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a right inguinal hernia procedure, the needle detached. No force was applied to the suture when it broke. Change of suture was required and there was no patient harm.